Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure due to recurring incontinence. Urethral atrophy is suspected. All the components were removed and replaced with a new aus system. No information was provided about the patient's outcome. No more information is available at the moment. Additional information received. The device was replaced due to it was not working. The previous cuff size and location was correct as it worked for a while. The patient had a good outcome.